Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty , the flex drill drive fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h4, h6, h10 one 3.2mmx30mm rnglc+ acet drl bit and one flexible silicone drill driver were returned and evaluated. Upon visual inspection the head of the device had fractured from the body. There are cuts in the black sheath around the inner spring. The drill was also returned with no visible fracture. Further analysis determined fine sheared ductile overload dimples in the non-smeared areas, indicating a possible shear ductile overload mode of fracture. Complaint sample was evaluated and the reported event was confirmed. A review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.